Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer experienced a low blood glucose reading of 22 mg/dl, which was treated for manually, and the insulin pump was unable to exit the "preparing to prime" loop. The blood glucose reading during the prime rewind anomaly was 67 mg/dl. Upon troubleshooting, it was found that the insulin pump did not have the appropriate response and was advised to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.